Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure implant in patient´s abdomen") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with gastrointestinal disorder. The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 23-aug-2018. The most recent information was received on 10-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure implant in patient´s abdomen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's concurrent conditions included heart murmur and meniere's disease. On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with gastrointestinal disorder, swelling ("swelling"), breast tenderness ("breasts tenderness") and vaginal haemorrhage ("irregular vaginal bleeding"). The patient was treated with surgery (salpingectomy laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, swelling, breast tenderness and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter provided no causality assessment for breast tenderness, swelling and vaginal haemorrhage with essure. The reporter provided no causality assessment for device dislocation with mirena. The reporter considered breast tenderness, swelling and vaginal haemorrhage to be related to mirena. The reporter commented: essure removal was performed at the patient's request. The primary reason for the essure removal were events (swelling and breast tenderness) which were considered probably caused by mirena. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: the reporter informed that he cannot answer the questions. As far as he can remember mirena would be inserted for a couple of years and it was removed at the same time with essure. According to the reporter the symptoms can be specifically be caused by mirena. The reporter has heard nothing from the patient after removal. Case closed. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report. The events reported under mirena therapy are non-serious events.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2018-1906) on 23-aug-2018. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure implant in patient´s abdomen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's concurrent conditions included heart murmur and meniere's disease. On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with gastrointestinal disorder, swelling ("swelling"), breast tenderness ("breasts tenderness") and vaginal haemorrhage ("irregular vaginal bleeding"). The patient was treated with surgery (salpingectomy laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, swelling, breast tenderness and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter provided no causality assessment for breast tenderness, swelling and vaginal haemorrhage with essure. The reporter provided no causality assessment for device dislocation with mirena. The reporter considered breast tenderness, swelling and vaginal haemorrhage to be related to mirena. The reporter commented: essure removal was performed at the patient's request. The primary reason for the essure removal were events (swelling and breast tenderness) which were considered probably caused by mirena. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality-safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report. The events reported under mirena therapy are non-serious events.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4). On 23-aug-2018. The most recent information was received on 30-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure implant in patient´s abdomen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's concurrent conditions included heart murmur and meniere's disease. On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with gastrointestinal disorder, swelling ("swelling"), breast tenderness ("breasts tenderness") and vaginal haemorrhage ("irregular vaginal bleeding"). The patient was treated with surgery (salpingectomy laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, swelling, breast tenderness and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter provided no causality assessment for breast tenderness, swelling and vaginal haemorrhage with essure. The reporter provided no causality assessment for device dislocation with mirena. The reporter considered breast tenderness, swelling and vaginal haemorrhage to be related to mirena. The reporter commented: essure removal was performed at the patient's request. The primary reason for the essure removal were events (swelling and breast tenderness) which were considered probably caused by mirena. Most recent follow-up information incorporated above includes: on 30-aug-2018: essure removal questionnaire was received. Added patient¿s date of birth, initials, concomitant conditions, updated therapy dates for essure, added events swelling, breast tenderness and vaginal haemorrhage. Mirena was added as co-suspect drug, incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report. The events reported under mirena therapy are non-serious events.